Manufacturer narrative:
Name and address: customer entity: (B)(6). Name and address: phone: (B)(6). PMA/510k #: pre amendment. Event description: it was reported, prior to the start of an unspecified procedure, the user opened the packaging of a filiform double pigtail ureteral stent set and found the stent broken. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. There was no impact to the patient. Investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One open package containing a filiform double pigtail ureteral stent set was returned for investigation. Inspection of the returned device noted: both the stent and positioner were returned. The stent was returned in two segments. The distal segment was 7.5 cm long from the distal coil to point of separation. The width of the coil measured 18mm. The proximal coil separated 18.9cm from the base of the coil. The width of coil measured 16 mm. The separation point was straight and between sideports. The point of separation had mating fractures. The combined length of both segments measured approximately 26.2cm between coils, indicating there were no missing pieces. The entire stent appears to have been returned. The device history record for the reported lot number was reviewed and no related anomalies were identified. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documentation and quality control procedures was conducted and it was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The stents are visually inspected prior to shipment. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. It is not possible to rule out manufacturing, shipping or product handling as possible contributors the complaint. A cause for the complaint could not be established. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints

Event description:
It was reported, prior to the start of an unspecified procedure, the user opened the packaging of a filiform double pigtail ureteral stent set and found the stent broken. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. There was no impact to the patient.